Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working and put back into service.

Event description:
The customer reported that the 6600 system would intermittently lock up and have to be rebooted. No pt injury was reported.